Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and the complaint was not confirmed by failure analysis. Visual inspection identified mechanical damage to the endoscope¿s distal tip. The root cause is consistent with user-related handling, such as accidental impact with hard surfaces or dropping the scope. An unreported additional observation identified damage at the endoscope distal end, with the distal window found broken or partially detached, creating a potential risk of a fragment falling into the patient. Visual inspection confirmed mechanical damage to the endoscope¿s distal tip. Visual inspection found cosmetic damage to the endoscope, including fading or removal of laser markings on the housing shell. Evaluation identified a camera instrument adapter defect. During friction testing, the adapter did not rotate smoothly and exhibited noise, confirming binding. Further inspection found the endoscope adapter shaft bearing contributing to the friction issue. Visual inspection found customer-applied labels or markings on the endoscope cable connector housing. Visual inspection identified mechanical damage to the endoscope cable integrated connector, including scratches, indentations, or broken/missing pieces on the paddleboard at the cable proximal end. Functional testing showed the endoscope failed transmittance requirements, with measured output power below specification limits when evaluated on a camera attenuation tester (or equivalent). The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found customer reported issue was not replicated. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that the 30-degree endoscope plus was returned with no failure allegation. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no report of fragments falling into the patient's anatomy. The issue was identified prior to use inside the patient.